Manufacturer narrative:
(B)(4). This is a report of a use error where the patient did not connect the heater line of the home choice cassette tight enough. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the heater bag connection during dwell 1 of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the patient did not connect the heater line tight enough and solution was leaking out of the connection. The technical service representative assisted the patient with ending therapy and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.